Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to undergo incoming functionality testing) was confirmed. Upon evaluation, the monitor will not power up. The cause of this service code was that the c1 capacitor shorted which shorted the 12v line and damaged the l1, l2, and d1 components. The cause of the inability to complete testing and the inability to power on is the c1. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.